Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye after she experienced unexpected post-operative refraction. Her distance visual acuity prior to the explant was 20/40 and 20/60 for near. The explant procedure went as planned and there were no complications noted. Day one post-op the patient's visual acuity was 20/30.

Manufacturer narrative:
Date of event: (B)(6) 2013. Surgeon performed a cataract removal surgery on the patient's right eye during the same procedure on (B)(6) 2013. Date received by manufacturer: (B)(4) 2013. All pertinent information available to abbott medical optics has been submitted.